Event description:
As reported, the infiniti pigtail catheter had a hole in the body of the catheter and was leaking blood after the physician inserted the pigtail into the terumo sheath. The package was not damaged and the pin hole was not noticed when the catheter was flushed. It was a 5fr sheath. The pin hole was noticed after the doctor inserted the catheter into the sheath. The catheter began to leak from the hike which is near the hub if the catheter. It is unknown if there was any resistance when inserting the catheter through the sheath. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the infiniti pigtail catheter had a hole in the body of the catheter and was leaking blood after the physician inserted the pigtail into the terumo sheath. The package was not damaged and the pin hole was not noticed when the catheter was flushed. It was a 5fr sheath. The pin hole was noticed after the doctor inserted the catheter into the sheath. The catheter began to leak from the hike which is near the hub of the catheter. It is unknown if there was any resistance when inserting the catheter through the sheath. There was no report of patient injury and the device was returned for evaluation. One non sterile unit of cath f5 inf pig145 110cm 6sh was received for analysis inside of a plastic bag. At naked eye the catheter body did not present any visual damage. The shape angle looks relaxed. A lab sample syringe with water was attached to the hub of the diagnostic catheter and was flushed; a leakage condition was noted at 8cm from hub. The unit was observed under vision system were observed five holes. Then the sample was sent to sem analysis in order to identify the cause of this damage. In the analysis there is no evidence of damages like scratches or abrasions caused by inner or outer mechanical damage. Also it was found that only 2 of 5 holes passed through the wall of the body; the interior surface exhibited evidence of folds on the bottom layer. Moreover, the braid wire was exposed internally. According to analysis, these conditions suggest that the sample underwent irregular material flow during manufacturing and therefore this contributed to the holes. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of ¿catheter (body/shaft) ¿ leakage¿ was confirmed during analysis. The exact cause for the damage on the catheter could not conclusively determined; however sem analysis suggests that the issue could be related to the manufacturing process, as a result an internal investigation has been opened to address the issue.